Manufacturer narrative:
The insulin pump was received unit with a blank display due to moisture damage on the electronic assembly. Also found traces of moisture on the motor assembly. The insulin pump was unable to perform a displacement test due to a blank display. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was blank. The insulin pump was at the bottom of the pool. Little drops were visible under the screen. Customer's blood glucose level was not reported. The self-test passed. The insulin pump powered on after replacing the battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.